Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown) with an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on an unknown date patient was having a magnetic resonance imaging (MRI) that was noted to be not related to device or therapy. It was noted symptoms were reported, but were noted to be not related to device or therapy. Consumer stated that patient was "super sick" and when asked when it stated it was noted patient has been sick for a while and noted patient has chronic obstructive pulmonary disease (copd). It was stated the pump does not work any longer and they could not remove it because the patient's lungs were so bad they could not put her under. It was stated it has been about 3 years since the pump stopped working/pump does not work any longer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.